Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4), product type: programmer.

Event description:
Information was received from the consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that about 3 months ago in (B)(6), (B)(6) sometime in 2020, patient met with their rep who adjusted stimulation and since then he has not been able to feel any stimulation. Patient stated he powers on the controller and can adjust it all the way up but stated it was at "14 something now and they couldn't feel anything". Pss reviewed that hd settings patient's states was not helping the pain. Patient reported that they dropped their controller before meeting with the rep and their battery popped out however they were able to successfully put it back in and it was working as intended. No further complications were reported/anticipated.